Event description:
It was reported that the patient presented with atrial lead noise. The atrial lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received. UDI not available as product was manufactured on or before 23 sep 2014.